Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer. The correct date was 7/19/2024 when the customer provided the information. Additional information/corrected fields: b3, b5, d4, d5, e1, e2, e3. During device inspection, it was noted that the cut on the cable was superficial and there was no exposure to internal core. The video connector was not damaged.

Event description:
It was reported the camera head had a cut in the cable shielding. The issue was found during reprocessing.

Manufacturer narrative:
The device was returned to olympus and the evaluation found a cut on the cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a cut on the cable near the video connector. There was no patient involvement.